Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. No damage was noted to the tip, balloon or blades of the device. A visual and tactile examination of the catheter shaft found no issues along the length of the shaft. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be leaking from a pinhole in the midshaft at the distal end of the hypo bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28jun2016. It was reported that a catheter leak occurred. Vascular access was obtained via right femoral artery. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 4.00mm/1.5cm/140cm small peripheral cutting balloon&#63511;as selected for pre-dilation. During the procedure, a 6fr 45cm non-bsc guide catheter was used in approaching to the target lesion. A plain old balloon angioplasty (poba) was performed with this device. Another poba was attempted to a different site, but it was confirmed that some blood flowed into the inflation lumen. The device was removed out from the patient. No patient complications were reported and the patient's status was good. However, device analysis revealed a leak from a pinhole in the midshaft.